Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) mmt-7350. Troubleshooting was performed. The customer reported receiving the outdated dashboard information in comparison with the report data. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. The customer will discontinue using the application. No product return is required for mmt-7350.

Manufacturer narrative:
An attempt to reproduce the reported multiple link-event using processing system with praas-15.5 current production version was conducted and confirmed the issue is reproduced in ous stage next environment. Confirmed: testing and/or analysis verifies or provides evidence that the issue occurred at the time of the reported event. Cause and or contributing factors: after conducting a thorough investigation, we have found that link unlink processing flow needs to store mapping of personal to pow (pro-web) patient for the future use within the system. Currently, it is getting stored with the incorrect de-identified personal patient. While most of the cases in case mapping is not found against the personid, the mapping is recreated by fetching data from cdx () with correct personiddid, in case of multiple linked pow patients mapping was not correctly stored. The de-identification logic for creating the de-identified personal patient ID in the link-unlink flow did not append the appropriate prefix. To store the mappings against the correct de-identified personal patient value, necessary code changes are done. The software did not adhere to the specified requirements and did not perform in accordance with the expectations specified in the document listed below under ""sw requirement doc. The root cause of this issue is due to a bug in code causing the recent data not to be shown in the dashboard. The esf number that corresponds to the reported issue is: (B)(4). Steps to resolve or recommendation: ¢ this issue has been fixed as part of january release 2025. ¢ it has been verified on all staging environments as a part of rc2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.